Event description:
On 06/23/06, nellcor puritan bennett received a report that during intubation the 6fr stylet got stuck in the endotracheal tube and required extubation and reintubation.

Manufacturer narrative:
Investigation of this report is currently in progress.